Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, change sensor/bad sensor, sensor glucose vs. Blood glucose, sensor updating/sg not available. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-1884, mmt-431ah, mmt-7040a, mmt-342. Troubleshooting was performed. Customer reported that their bolus wizard estimate value is not correct. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ah and mmt-342. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.

Manufacturer narrative:
The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. On (B)(6) 2024 06:58:15.000 normal bolus delivered, normal bolus amount programmed: 29000 (2.9 u). Bolus amount delivered: 29000 (2.9 u). In summary, the pump passed functional testing. Unable to verify customer alleged for high bgs. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.